Event description:
It was reported that an ilet pump became unresponsive after exposure to water while the user was on vacation, and the device would not power on or reconnect in the ilet app, consistent with an unresponsive touchscreen/key input on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user continued glucose monitoring with dexcom g7. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen interface presenting as unresponsive keys or buttons on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.